Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken: maintenance inspection. Functional testing has been performed in accordance with the service manual 530.001. The investigation determined the probable root cause of the reported event to be no fault identified. The device was returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the motor gives a rattling noise and lacks power. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). The customer called in a service request for this item on (B)(4) 2014 for ¿motor gives a rattling noise and lacks power¿. The previous 6 months, the item was returned on: feb 24, 2014 due to ¿motor seized jammed heavy moving.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.